Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Npi 8100 unit customer sam called in for help on 8100 unit with error code 242-4030 on unit before call in he had already replace the ail sensor and still get the same error once he power unit on needs to now replace the motor controller board and if that does not resolve the issue then he is looking at the logic board. Confirm part number for motor controller board